Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that there was a scratch on the image due to a broken charge coupled device unit and the image had a partial dark area due to a scratch on the charge coupled device lens. There was noise on the image due to a deformed electrical connector and the water piping functions were out of standard value due to a deformed nozzle. There was corrosion on the electrical connector and the control unit had corrosion due to leakage and there was waterproof failure due to a deformed grip part. The angle in the up direction was out of standard value due wear of the angle wire and the charge coupled device lens had scratches. The grip part and scope cover were deformed and the connecting tube protector was broken. The connecting tube was corrugated and the nozzle was dented. The light guide lens was broken and had scratches. There was insulation failure due to a cut on the forceps elevator lever shrinkable tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: it was presumed that light guide (lg)-lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded lg-lens which led to corrosion. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): the suggested event is detectable by handling the device in accordance with the following IFU. IFU states the detection method in evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus, that the evis lucera duodenovideoscope had leakage from the knob. The issue was found during preparation for use for a diagnostic procedure and it was completed with a similar device. Inspection and testing of the returned device found that the inside of the light guide lens was discolored. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.